Event description:
It was reported that a farawave 31 mm had a foreign material during preparation. An issue occurred where a white haze or white powder-like substance appears within the flushing port. To solve the device was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and it was not identify failures or evidence that could be lost due to decontamination process. Upon inspection, it was observed that there was potential adhesive in the flush tubing. During functional testing, a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Next, on the flow test, flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. Correction to the initial MDR in block(s) brand name (d1), in section d - suspect medical device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm had a foreign material during preparation. An issue occurred where a white haze or white powder-like substance appears within the flushing port. To solve the device was replaced and the procedure was completed without patient complications. The device is expected to be returned.